Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported on the third firing of the tsw35 the surgeon accidently pulled the black firing handle without fully closing the white handle. A loud crunch was heard. The rep requested that the surgeon stop, remove from the pt and exchange the cartridge. A new cartridge was loaded and the device was then fired across the ovarian ligament and round ligament without incident. Upon removing the device, the rep noticed that the tsw35 anvil area loaded like it may have dislodged from its proper grooves. The staff opened and used a second tsw35 without incident. There was no consequence to the pt.